Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, water could not be supplied and a clogged nozzle was noted. The customer checked the air supply, water supply buttons, and air/water channel cleaning adapter; however, there were no abnormalities. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that water could not be supplied with the evis lucera colonovideoscope. The event occurred during preparation for use and the scope exchanged to complete the procedure. During a standard service inspection of the customer returned device, incorrect reprocessing was observed. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 15-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The reproduction of the suggested event was confirmed. When water was sent through the device, no water came out. Therefore, it was confirmed that the inside of the nozzle was clogged with black foreign material. An analysis of the component of the collected foreign material determined that it was a silicone-based material. Silicone-based material is used for watertight packing, silicone-based adhesives, silicone parts and so on; no further cause could be specified from this analysis. It is recommended that the user inspect the device prior to use and on a regular base continuously. Olympus will continue to monitor field performance for this device.